Event description:
It was reported that the 9900 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The failure could not be duplicated. The system was found to be working as intended, and put back into service.